Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular thresholds have been high since implant. The patient has been intermittently experiencing phrenic stimulation, which has been exacerbated by recent weight loss. It was also reported that there was a suspected perforation. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The lead coils remain in use. No further patient complications have been reported as a result of this event.